Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with therapy was not reported. It was unknown if the patient was hospitalized for the event. The cause of the peritonitis was unknown and treatment information was not reported. It was unknown if the patient recovered from the events.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.